Event description:
Pt became obtunded with depressed respirations. When manual resuscitator bag was opened to bag-valve ventilate the pt, the o2 tubing fell off and could not be reconnected to bag. This caused a delayed response as a new ambu bag was obtained.